Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The device also had a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose value was 83 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. It was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. The battery was then removed for 2 hours, but the anomaly persisted after the reset. The insulin pump was replaced and returned for analysis.